Event description:
It was reported that while preparing for a routine device replacement procedure, this right ventricular (rv) lead was observed to exhibit high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed the stored daily lead impedance measurement trends and was able to confirm that the rv lead shock impedances were high out of range. Ts also noted that the lead had been implanted for over 20 years. Ts advised the physician to perform a commanded shock test for further evaluation of this rv lead integrity. Subsequently, the physician performed the defibrillation threshold (dft) tests on the lead and was alerted to a code 1005 which indicates an open circuit condition. The physician decided to replace the rv lead. The rv lead was capped, surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.